Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the electrograms 5 months ago that precipitated pacing inhibition in this pacemaker dependent patient. It is unknown if the noise is reproducible.